Event description:
It was reported the insulin pump had physical damage. The lcd screen was scratched and cannot read the display. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.